Event description:
Patient was being assisted by physical therapy. Rn at bedside. All precautions taken to ensure no line disconnections/pulling. Physical therapist commented that something was leaking. Was noted that on the external ventricular drain (evd) setup the transducer had broken off at a weak point. Patient immediately clamped/assed. No harm noticed. Over the past year, we have had at least 27 incidents where this device has broken at the stopcock. The design of the device makes it very easy to break. If there was a short flexible section at the point where breakage tends to happen, it would help alleviate the problem. A stronger, more rigid supporting bracket would also help. While we have not experienced any patient injuries so far, a break increases the risk of infection, air infiltration, or incorrect diagnosis and necessitates replacing the device.